Manufacturer narrative:
Concomitant medical products: 4285 lead, implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic and phrenic nerve stimulation from the left ventricular lead the day after implant. Reprogramming was done and the lead remains in use. No further patient complications have been reported as a result of this event.